Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a component of the force bipolar instrument had dislodged and inadvertently penetrated tissue. Upon further investigation, it was determined that peritoneum tissue became entrapped in the wrist of the instrument and was unexpectedly removed. The exact method of removal remains unknown; however, it is confirmed that no bleeding occurred. It is unclear if any medical/surgical intervention was rendered due to the unexpected removal of tissue. The force bipolar instrument was thoroughly inspected prior to use, and no abnormalities were observed. Additionally, the instrument did not collide with any other instruments or tools during the procedure. The procedure was completed robotically, and the patient did not experience any post-operative complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of an image provided by the customer was performed and the following additional information was provided: it was confirmed, through the endoscope view that a component of the grips/jaws that appears to be displaced from its intended location. The dislodged component appears to be the grip tang of the force bipolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.